Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the wire was stuck with the burr. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, after ablation, the rotawire drive became stuck with the burr and a kink was observed. Due to the kink, the physician was unable to remove burr from the rotawire drive. The devices were removed together. The procedure was completed an additional rotawire drive and the original burr. No patient complications were reported.